Manufacturer narrative:
Additional information: an attempt was made to use one sprinter legend balloon catheter to treat a coronary artery disease and a non-tortuous lesion in the distal left anterior descending (lad) artery. It was not difficult to remove the protective sheath and packaging stylette. The device was not inspected before use. A 1:1 concentration of contrast/saline was used. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. It was detailed that during the inflation, it felt a little more difficult than the usual inflation. One inflation at 8 atm was performed prior to the deflation difficulties. The balloon failed to deflate. After balloon inflation at the lesion, the balloon locked and could not be deflated and then could not be retracted into the guide catheter. The inflated balloon was retracted to the opening of the guiding catheter and withdrawn together. The device was not moved or repositioned while inflated. The sprinter legend balloon catheter was withdrawn and replaced with a new non-medtronic balloon to complete the procedure. It was stated that no acute ischemia or myocardial infarction was noticed at the time of the event. There was no patient injury reported as result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one sprinter legend balloon catheter to treat coronary artery disease and a lesion in the distal left anterior descending (lad) artery. The balloon was being used to pre-dilate the lesion. It was reported that the balloon could not be deflated after balloon inflation. A non-medtronic guidewire was used. It was stated that the balloon was expanded at 10 atm for 10 seconds. After balloon inflation at the lesion, the balloon failed to deflate and then could not be retracted into the guide catheter. The sprinter legend balloon catheter was withdrawn and replaced with a new balloon to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Correction: fdd codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: an attempt was made to use one sprinter legend balloon catheter to treat a non-tortuous lesion in the distal left anterior descending (lad) artery during a percutaneous coronary intervention. The patient had coronary heart disease and three-vessel lesions. A non-medtronic guidewire was sent through the lad lesion to the distal segment and the sprinter legend balloon was sent along the guidewire to the lesion site. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.